Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin transmission. Upon review, it was found that the patient had intermittent atrial flutter that was under-sensed by the pacemaker. Programming changes were not made. There were no consequences to the patient.